Event description:
Related manufacturer reference number: 2017865-2022-21655. It was reported that a patient presented for an implant procedure. After the procedure was completed and the device pocket was closed, the right atrial (ra ) lead was found to have unspecified capture and sensing issue, low pacing impedance, failure to sense and failure to capture. Flouroscopy performed noted that the ra lead was coming out of the patient's pacemaker header, which was determined to be due to a loose pacemaker setscrew. Additional surgical intervention was taken to address the loose pacemaker setscrew, and replaced the ra lead. This intervention was performed on (B)(6) 2022. The patient was stable throughout.

Event description:
New information received notes that under-sensing was noted on the right atrial lead.

Manufacturer narrative:
The reported events of failure to capture, failure to sense, low pacing impedance and undersensing were confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead found the outer coil was compressed at the suture tie impressions region due to excessive suture tie down forces. An internal short was found between the inner coil and outer coil conductor paths. Destructive analysis of the lead found the inner insulation was breached/damaged at the suture tie impressions region exposing the inner coil due to excessive suture tie down forces. The cause of the reported events was due to the breached/damaged inner insulation exposing the inner coil.